Event description:
A report was received that the patient was not able to charge the ipg due to battery being buried too deep. The patient underwent a revision procedure wherein the pocket was relocated.